Event description:
It was reported that patient experienced severe pain in legs and feet. The patient was sent to emergency room (ER) and underwent a lead pull. No further information has been obtained at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7244638.